Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000319, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that right before taking a spin, the system showed "3d mode disabled. Navigation connected but not ready." The site was unable to proceed with taking a spin. Troubleshooting was done and the site started by turning both the mobile view station (mvs) and image acquisition system (ias) off, disconnecting the umbilical, powering on both systems, and reconnecting the umbilical once the ias was in standalone mode, but that did not resolve the issue. Looking at past cases for the same issue, some were resolved by replacing the ethernet cable, presumably between the imaging system and navigation system. The site had a brand new cable to try, but that did not resolve the issue either. The site checked the logs on the imaging system, but nothing stood out. The use of imaging and navigation was aborted. The surgery was aborted. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A090501 was coded for being unable to take a spin. A1102 was coded for the error message. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.